Manufacturer narrative:
Test record review was done and the pump passed all previous tests. There are no previous complaints on this device. Complaint evaluation was completed on 5/3/2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 100 ml infusion was ran on the pump over 48 hours, running at a rate of 2.1 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 02/02/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.